Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint "instrument failed to calibrate on any patient cart arm." Failure analysis found the primary finding of could not reproduce - cannot verify external event to be related to the symptom detail. The reported event with the instrument could not be replicated nor confirmed. The instrument was placed on the system for in-house system testing and passed recognition. The instrument was placed on three different arms, and no recognition issue was observed. The customer error log was reviewed and found to have no errors. The inputs were manually articulated and found no errors. The housing was removed and found to be undamaged. The instrument moved intuitively with a full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found. Based on the investigation results, customer-reported issues may be due to other factors unrelated to the product. Additional observation(s) not reported by site: the instrument was found to have a broken main tube approximately 1.71" from the distal tip. A piece measuring approximately 0.04¿ x 0.08¿ was not returned with the instrument. Components adjacent to this broken main tube show damage which may indicate potential mishandling. The overmold area of the main tube shows scratch marks and abrasions. Common causes of the failure mode, broken instrument main tube are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards causing it to crack and subsequently break. The instrument was found to have a detached fragment. A missing piece with the size of 0.04" x 0.08" was not returned. The root cause is typically attributed to user. The instrument was found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.40¿ - 0.42¿ in length and are not axially aligned with the tube axis. Material is not missing from the surface of the main tube. Components adjacent to this scratched main tube show damage which may indicate potential mishandling/misuse. The instrument was also found to have a broken main tube at the end of the overmold. Common causes of the failure mode scratch marks /abrasions instrument main tube are attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force feedback cadiere forceps instrument failed to calibrate on any patient cart arm. The procedure was completed with no reported injury.